Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter - analysis of the implantable pump (serial #: (B)(6)) identified corrosion on gear wheel number three and residue on the gear shaft of the motor gear train that contributed to the motor stalls. Analysis of the implantable catheter (serial #: (B)(4)) identified a kink in the catheter body which caused the catheter to become occluded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of withdrawal was not determined. Pump and catheter were replaced on(B)(6). Nothing obvious was noted in the operation room at time of change. The withdrawal event had been resolved. The rep asked how the patient was doing and the hcp answered "fantastic, spasms all good. Feeling well." The product was returned yesterday by different rep. No further complications were reported.

Manufacturer narrative:
Product problem is no longer applicable to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified no anomalies. The returned device passed all functional testing in the laboratory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Although analysis later found a catheter kink, the initial report did not allege a product problem and had reported no malfunction was found through troubleshooting. Therefore, it was adjusted to reflect the allegations made by the hcp. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving gablofen, 2000 mcg/ml concentration at 250 mcg/day dose via intrathecal drug delivery pump for unknown indication of use. It was reported that baclofen withdrawal occurred. Patient experienced sudden onset of severe symptoms, increase in lower extremity spasticity and itching with no precipitating event. No environmental/external/patient factors that may have led or contributed to the issue was reported. The hcp saw patient at the hospital- sideport aspiration flow was normal, refill reservoir amount checked and was as expected. Patient was admitted and the hcp was recommending full system change (pump and catheter) as he felt patient was in clear withdrawal despite the fact that no issues were found in troubleshooting. Operating room date/time was not set yet. At the time of this report, the issue was not resolved and patient status was alive-no injury. No further complications were reported.